Event description:
It was reported that the video cuts out on the video system center as soon as the cauterizer unit is activated. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned and the serial number is unknown; therefore, a device history record review could not be completed. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.